Event description:
Healthcare professional (hcp) reported a patient injected with [unspecified] juvéderm® volift¿ and [unspecified] juvéderm® voluma¿. A little over three weeks later, patient experienced "inflammation and it has gone red", treated with zamene 30 + ciprofloxacin 500 and doxicilin 100 (qd), the filler is perfectly palpable in nasolabial fold treated with [unspecified] juvéderm® volift¿ (with cannula) and in the left side in the marionette line is palpable a hot nodule treatment with [unspecified] juvéderm® voluma¿ of approximately 1 cm and treated with corticosteroids. Symptom status is unknown. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-22563). This emdr is being submitted for the suspect product, [unspecified] juvéderm® volift¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.